Event description:
The report stated that the distal end of the ligasure device was damaged during insertion through a 10mm trocar.

Manufacturer narrative:
The incident device was not physically received but two pictures of the distal end were received and will be used to evaluate the incident. When the investigation is complete, a follow-up report will be sent.